Event description:
It was reported that during a laproscopic cholecystectomy procedure, at the 3rd firing, the back of the clip had fallen out of the jaws but the clip ends were still in the jaws. The surgeon pulled the clip out of the jaws and loaded another clip into the jaws. He then fired the device successfully for the third time across the cystic duct. After the third firing, he noticed that the next clip was about to fall out of the jaws before placing it on the cystic duct. He pulled the clip out of the jaws, loaded another clip into the jaws and continued on with the case. There was no pt consequence.